Event description:
It was reported that the ilet touchscreen was found cracked while the device was in a pocket, after which the user could not unlock the screen to announce meals; the device continued to run and blood glucose at the time was 132 mg/dl. Symptoms included no reported injury or adverse health effects. Outcomes included replacement of the device and guidance to use backup therapy if needed, with notification that the damaged device would no longer be watertight. Investigation included technical support review and logistics verification for replacement and return, along with user instructions to shut down the device and sync data prior to return and inspection of the returned device. Investigation of this device revealed a damaged display assembly consistent with external physical damage, with no evidence of a device malfunction affecting insulin delivery or glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.